Event description:
I had lasik surgery many years ago. I see everything slightly double, which makes daytime driving difficult. More important, I cannot safely drive at night. The glare and halos are unbearable, especially in wet weather when there are reflections on every surface. This interferes with depth perception of cars in front of me, and I often cannot distinguish turn signals as the glare / halos are just encompassing. Not to mention that I am always seeing the ghosts of all the bright lights in front of my eyes. Same with the lights in my rear view mirror. I am severely limited in my mobility, enjoyment of life, and work. I used to love to travel. All of this has worsened over the years and the many drs I've seen only tell me to wear yellow night driving glasses which do not help at all. I desperately hope to get some relief with scleral lenses. Though I am not blind, my eyes and enjoyment of a full life are effectively ruined. The convenience of not wearing glasses for a few years (I have to wear them now, again) was not worth losing correctable vision for the rest of my life. I was warned there might be halos and starbursts. I was not aware that they could be so severe that I would not be able to drive safely or enjoy being out at night, and that there is no treatment, no help, for the rest of my life. I hope this happens to thousands of drs so that someone might listen. I am a single person and I need help. I beg you to develop treatment for those of us whose eyes have been ruined and to make this procedure illegal. FDA safety report ID# (B)(4).